Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
As we discussed on the phone, the mouth guard replacement you sent me is separating into two pieces. Attached is the upc and enclosed is the survey. As you mentioned on the phone, please send me two mouth guard replacements.